Manufacturer narrative:
Device evaluation-lens was returned dry, with clear surgical residue/debris on product in the lens case/vial. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -10.5/+1.5/96 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was explanted due to the patient experienced glare/haloes. The issue was resolved, however the patient keeps expressing subjective discomfort. As of the day of MDR submission, the lens has been returned, but not yet evaluated.